Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical notes confirm patient was experiencing frequent falls. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices ¿ biomet fixed cruciate interlok tibial plate with locking bar, catalog #: 141232, lot #: j3579012; vanguard cruciate retaining tibial bearing 10mm x 63/67mm, catalog #: 183420, lot #: 485690; vanguard series a standard patella 8mm x 31mm, catalog #: 184764, lot #: 337400. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-01006, 0001825034-2019-01007, 0001825034-2019-01008. Investigation incomplete.

Event description:
It is reported that the patient has been advised to undergo a right knee arthroplasty revision approximately four years post-operatively. The patient currently experiences difficulty walking and falling that has resulted in further injuries, however, the exact post-operative complications of the right knee have not yet been provided. No additional patient consequences have been reported.